Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.

Event description:
This male patient with a previous medical history of previous pci (non-target vessel), previous coronary bypass (1995), hypertension, hyperlipidemia, smoking, diabetes, and peripheral vascular disease was admitted for coronary evaluation due to unstable angina. All baseline labs and vital signed were within normal limits. The patient was currently taking aspirin, plavix, statins, ace inhibitors and beta-blockers. During the procedure, heparin and reopro were administered. Angiography revealed a 70%, 15mm de novo, smooth, concentric, type-c lesion in the second obtuse marginal branch (om2). The vessel was described as 2.2mm in diameter and was moderately tortuous. Pci was conducted via the bypass graft from the right internal mammary artery (rima). The site was predilated with a 2.0 x 20mm balloon inflated to 14 atms. A 2.25 x 33mm cypher select plus stent was deployed to 12 atms with suboptimal results. To ensure complete expansion the stent was post dilated with a 2.5 x 20mm balloon inflated to 14 atms. Here were no reported procedural complications. Final residual stenosis was 0%. The patient was discharged the same day with orders for daily administration of aspirin, plavix, statins, ace inhibitors, and beta-blockers. Approx eight days post index procedure, the patient presented with chest pain. ECG showed non q-wave, lateral wall changes. Cardiac enzymes measured revealed ck=2 times uln, ck-mb>5 times, uln, and troponin>5 times uln. The patient was ruled in for acute mi and was taken back to the cath lab. Angiography revealed a thrombosis of the previously placed cypher stent in the om2. The physician opted to treat the patient medically due to the small area of myocardium that was affected. He indicated that possible cause of the thrombosis was due to small vessel size (2.2mm) and small distal vascular bed. The event resolved without sequelae.